Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. It is unknown if the x2 was in use at the time of the reported issue. No death or patient/user injury or harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the intelllivue multi measurement server x2 with sn (B)(6) indicating a speaker malfunction error. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips remote service engineer (rse) interviewed the biomedical engineer (bmed) who was onsite. The rse troubleshot with the bmed and it was confirmed the device no longer worked due to there being no sound coming from the device. The bmed also reported there was a speaker malfunction message on the screen. The rse had the device sent to bench repair. A philips field bench repair tech (brt) replaced the speaker assembly to resolve the issue. After the repair, the device was tested to ensure that it was in full working order and then shipped back to the customer. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. After the speaker assembly was replaced, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted.